Manufacturer narrative:
This initial report is being submitted to include the device history record(DHR) review, device evaluation, and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the valve had red foreign material on the inner portion. The valve was tested on an in-house loaner bf-uc180f ultrasound scope. In addition, a test na-201sx-4022 aspiration needle was utilized and no issue were noted when attaching the customer¿s valve to the biopsy port on the bf-uc180f scope. The single use adapter biopsy valve attached and stayed secured to the port even when introducing the aspiration needle to the scope. The aspiration needle was inserted through the insertion port of the valve and passed down through the biopsy channel. Replication testing was carried out by following the product standard of "no water leakage in the product however, the reported phenomenon did not replicate. A video provided showed water spouted from the biopsy valve. Therefore, it can be inferred that pressure from the distal end of the endoscope was applied causing the reported event . Therefore, the reported event was replicated by attaching a bag filled with air to the distal end of the scope. Pressure was applied by pressing a bag. (Replicating the reported event that the pressure inside the body was increasing) the water leakage occurred, and the reported event was replicated. The appearance of the biopsy valve was inspected and tear of the pull tab was observed. The biopsy valve is a product that attaches to the instrument channel port. The pull tab is designed to be torn off when the pull tab is pulled in order to remove it from the endoscope's forceps biopsy valve. Therefore, it can be inferred that the subject device was at least once attached to the instrument channel of the endoscope and removed it from there. Appearance of the rubber plug that was placed inside the forceps valve was inspected. No deformities were observed. Olympus will continue to monitor complaints for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported the single use adaptor biopsy valve is leaking. The event occurred during procedure and there was no patient harm or user injury reported due to the event.